Event description:
Customer obtained erroneously high troponin (accu tni) results for three patients' samples. The initial results were in the range of 0.95 -1.88ng/ml. The original samples of all three patients were re-tested and repeated results were in the normal reference range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin plasma tubes. The lab policy is to re-centrifuge all "positive results" before re-analysis. Qc was within the customer's established ranges during the event. Customer is not questioning any other results. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse performed a preventive maintenance (pm). No hardware issues were noted that would have contributed to this event. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.